Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had some fluid draining from the ipg pocket site. The patient was prescribed antibiotics. The pocket incision looked good and clean with no visible drainage from the incision. There was no redness, warmth or increased pain at the ipg site. No evidence of infection was noted. The patient was doing well.